Event description:
It was reported "extension line clamp broken". Additional information received stated that the clamp came off the extension line and the entire catheter was removed but not replaced. Furthermore, the catheter had been in situ for about 7 days. No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter extension line slide clamp came off cannot be confirmed by the photo. The photo is a stock image that diagrams where the clamp broke as reported. However, the actual slide clamp is not pictured so therefore the complaint cannot be confirmed. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "clinicians should be aware that slide clamps may be inadvertently removed." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "extension line clamp broken". Additional information received stated that the clamp came off the extension line and the entire catheter was removed but not replaced. Furthermore, the catheter had been in situ for about 7 days. No patient injury, harm, or consequence reported. Patient condition reported as "fine".